Manufacturer narrative:
Physio-control replaced the therapy connector assembly and the flex cable assembly which connects the biphasic and therapy pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed parts and observed a pinch mark on the low voltage sense wire of the therapy connector assembly and also observed a pinch on the biphasic to therapy pcb flex cable assembly. During testing however, both of these assemblies functioned normally.

Event description:
The customer initially reported that their device was failing its user test. After an evaluation of the device by physio-control, it was observed that the device was disarming itself when charging defibrillation energy. With this observed symptom, the device could not complete a defibrillation charge for delivery. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.